Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found battery compartment is damaged, downstream occlusion (dso) seal is delaminating, and upstream occlusion (uso) seal is buckling. Review of the event history log (ehl) showed an air-in-line alarm. During the functional testing, the customer reported issue was confirmed. The cause of the reported issue was due damage to defective air detector. Replaced air detector to fix this issue. The software was updated and the unit reset to standard configuration. Performed dso/uso sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump experienced an air-in-line sensor failure during testing". During device evaluation it was found the air detector was defective.

Manufacturer narrative:
One device was returned for analysis. No service records found in the last 12 months. Review of event history showed air-in-line alarms. Visual and functional testing was performed. Device did not detect cassette due to defective air detector. Replaced air detector to fix this issue. Upon further investigation, found that chassis is damaged and error code 43986 occurred. Replaced chassis and mainboard. Device passed all testing post repair.